Event description:
On (B)(6) 2015 it was reported that the hospital does not return explanted devices, therefore the explanted generator cannot be returned for product analysis.

Manufacturer narrative:
.

Event description:
On (B)(6) 2015 clinic notes were received which indicated that the generator is near the end of its battery life but that the patient¿s seizure frequency may have increased slightly over the past month or two. It was noted that there were no other modifying factors or associated symptoms and that the severity of the patient¿s seizure disorder is very severe. The patient was referred for a prophylactic generator replacement. Although surgery is likely, it has not occurred to date. The physician reported that he would not provide any further information. The patient underwent generator replacement on (B)(6) 2015. The explanted generator has not been returned for product analysis to date.